Event description:
Very sore arthralgia. Pain in shoulders arthralgia . Back pain back pain. Whole leg pain pain in extremity. Upper arms pain pain in extremity. Some relief after about 6 days device effect delayed. Will not be taking the third and final shot incorrect dose administered. Off label use unapproved indication]off label use of device. Case narrative: case (B)(4)nis a non-serious spontaneous complaint case received from a consumer via the FDA in united states (initially received as serious by FDA). This report concerns a male patient of unknown age, who experienced being very sore, pain in shoulders, back, whole leg and upper arms, some relief after about six days, will not be taking the third and final shot and off label use [unapproved indication] during treatment with intra-articular euflexxa (sodium hyaluronate) solution for injection unknown concentration and dose, for sore knee from an unknown start date to an unknown stop date. The patient reported that he decided to try euflexxa shots for his sore knee. The patient did the first shot and experienced some soreness but some relief after about six days. The patient received the second shot and was very sore the next day and more sore with pain in shoulders, back whole leg and upper arms. The patient stated that he would not be taking the third and final shot due to what he said were "bad side effects." Action taken with euflexxa was dose withdrawn. At the time of this report, the outcome of very sore was unknown, the outcome of pain in shoulders was unknown, the outcome of back pain was unknown, the outcome of whole leg pain was unknown, the outcome of upper arms pain was unknown, the outcome of some relief after about six days was unknown, the outcome of will not be taking the third and final shot was unknown and the outcome of off label use [unapproved indication] was unknown. The following concomitant medications were reported: levothyroxine (from an unknown start date to an unknown stop date), omega 3 (from an unknown start date to an unknown stop date), preservision (from an unknown start date to an unknown stop date), zinc (from an unknown start date to an unknown stop date), multivitamin (from an unknown start date to an unknown stop date). All events in the case were reported as serious and downgraded to non-serious by gpv. At the time of reporting the case outcome was unknown. Sender comments: case seriousness downgarded by gpv to non-serious due not fulfilling seriousness criteria. Overall listedness (core label) is listed. Reporter causality: related company causality: related other case numbers: internal # - others = (B)(4). This ae occurred in united states and concerns the medical device euflexxa. Please report to your local health authority if required by local law. This ae is not reportable in EU because it does not meet the definition of a medical device incident according to the requirements of the medical device directive/ because it did not occur in a EU + efta country and did not result in a corrective action by the manufacturer. No corrective action was done by the manufacturer or requested by regulators.